Manufacturer narrative:
The serial number of the analyzer is (B)(6), the investigation is ongoing.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 480t for a donor sample tested on the cobas 5800 analyzer. The initial result was non-reactive. The serology result was positive for hbv (47.04), and a quantitative hepatitis b surface antigen test was positive (1.83). The units of measurement were not provided. The serology and the quantitative test were performed by chemiluminescence. No erroneous result was released.